Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00058 to provide the retention sample evaluation. The actual sample was not returned and the production lot number was not provided. Therefore, the failure investigation was limited to assessment of user facility information and three retention samples from recent lots. There were no visual anomalies noted during a visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of applicable production and complaint records. The exact cause of this complaint cannot be determined based on the available information and there is no evidence that this event was related to a device defect or malfunction. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 1118880-2015-00058 to provide the retention sample evaluation.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual sample has not been returned to the manufacturing facility for evaluation. Therefore a follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason evaluation code was used in the conclusions section. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. Actual device not returned

Event description:
The user facility reported that sheath separation. Follow-up communication from the user facility reported the following information: (1) the sheath came apart in the patient; and (2) the patient had to be sent to surgery to have the sheath removed.